Event description:
On (B)(6) 2015, patient (B)(6) was undergoing a laparoscopic hysterectomy. During the surgery, the fornisee fs-30 light cord started smoking. The device was immediately disconnected and removed from the sterile field. There was no patient harm related to this incident. Incident report and investigation below. On (B)(6) 2015 clinical engineering obtained the light source, light cable and fornisee fs-30 disposable instrument used during the case. The light source service history ((B)(4)) was reviewed in the aims equipment database maintenance program with no unusual findings. An attempt to contact isolux america (light source mfg.) Was made and it was determined that the company was no longer in business and no alternate support was available. Comparative testing was then performed by using a light meter to take measurements from the light source in question and comparing those results to another 300 watt light source in the surgery department. The findings revealed that both light source outputs were comparable to each other when measurements were taken from similar distances. Early in the investigation, it was thought that the light output at the end of the light cord should not get hot to the touch. This was immediately found to be a false as both the light source in question and the comparative light source outputs were hot to the touch when set to max intensity through the light cord. These findings led ces to investigate another possible sources as to the cause of this incident. Upon review of the fs-30 disposable instrument it was found that the threaded plastic light port on the rear of the instrument was melted with most of the light port embedded in the light cord. Ces obtained a new fs-30 from surgery for review and noted that the instrument has a thin gap between the two plastic halves near the light port which could allow for fluid intrusion to occur between the light cord and the light pipe inside the instrument. It was also observed that the threading for the light port was minimal, with only two exposed threads that were recessed to near the base of instrument handle. Ces contacted the manufacturer of the handpiece (lsi solutions) and notified them of the incident. They requested that the handpiece and light cord be sent in for an internal review by their engineers and emailed instructions for return. These findings were submitted to the incident investigation team later that day and it was determined that the light cord and handpiece needed to be sent to lsi solutions for review. All pertinent devices were photographed before being sent to lsi solutions under (B)(4). On october 23rd 2015 lsi solutions responded with the results of their internal review. Ces forwarded these results to applicable incident investigation members. Diagnosis or reason for use: used primarily for hysterectomy cases. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.